Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 50ml ll brazil, leakage. The following was provided by the initial reporter: it was reported that 50ml syringe is leaking liquid down the embolus. Several cases have been reported by oncology pharmacists. We use it to handle cytotoxic drugs and this flaw has a direct impact on the safety of the handler and the transportation of drugs sent in this syringe. We offer 2 samples for collection with nfd if you are interested. No harm to the patient. Nfd required to take the 2 samples available additional information: could you confirm how many units of the product had the problem/defect? At first, more than 5 units of batch 5162867 and 7 units of batch 5274283 were recorded. When was the problem/defect identified: before, during or after use? During the preparation of the medication. Has the incident been notified to anvisa? If so, what is the notification number? No contaminated sample - if yes, specify the substance: cytotoxic drugs. We only have the unused batch, the samples contaminated with cytotoxic drugs have been discarded.